Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with 8.2 units of bolus. The customer stated that he was not able to use the bolus wizard due to keypad issues. The customer was assisted with programming the basal rates, bolus wizard, fixed prime, meter ID, alert type and max bolus.